Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated a complete lead was returned. There was dried blood/body fluid noted in the lead lumen. A continuity test was performed with manipulation and this lv lead passed. The initial allegations of high thresholds and dislodgement could not be confirmed during testing. Electronically, lv lead was found to be within specification.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibiting high thresholds and a dislodgment was suspected during an ablation procedure. A revision proceedure was performed which found the lv lead was pulled back and fell into the coronary sinus. The lv lead was explanted and replaced. No adverse patient effects reported.